Manufacturer narrative:
Covidien reference#: (B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that about 1 week after the procedure, the patient's skin where the device was used was found burnt black. The burnt black area is at the surgical cavity site where electrocautery devices were used. The reporter is not clearly stating that the patient had burn injury but discoloration of skin like burn injury.

Manufacturer narrative:
(B)(4). Date of initial report: 12/11/2015. Date of follow-up report: 01/07/2016. Evaluation of the concomitant forcetriad generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. The incident ft3000 electrosurgical pencil was not returned to covidien for evaluation.